Event description:
Surgeon reported that the new medline gloves feel unsafe to use during procedures. The fingers do not fit correctly and make it difficult to sew sutures safely. This brand of gloves smell badly. The surgeon also reported that they get more holes in this brand of gloves as compared with the previous gloves.